Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion of fentanyl. Rate, dose and volume were not known. The patient was intubated and sedated and was requiring increasingly higher doses of fentanyl. The clinician noticed the volume of medication was the same and had not decreased since increasing the dose. No direct patient harm was reported. The patient needed higher doses of benzodiazepine infusion to control agitation. No additional information is available.

Manufacturer narrative:
Corrected information: the reported event occurred on (B)(6) 2018. Additional information: additional information was received from the reporter stating the drug error was determined not to be a pump malfunction. Additional information: the device was received and evaluation was completed. The event history log review was completed and did not note any events that indicated and/or contributed to the reported under infusion. The event history log review revealed that, as reported, an infusion of fentanyl was programmed on (B)(6) 2018 with the following parameters: fentanyl 1000 mcg/100 ml, dose = 25mcg/hr, rate = 2.5 ml/h and volume-to-be-infused (vtbi) = 100 ml. The infusion began at timestamp 12:28. The rate was titrated to 5 ml/h at 12:47 and again to 10 ml/hr at 12:59. The infusion was completed at 4:27 on (B)(6) 2018. A visual inspection of the door hooks, cam shaft assembly, fingers, valves and associated pumping hardware was performed. No abnormalities that could cause or contribute to the reported symptom were observed. The reported issue could not be reproduced during the device evaluation. The device was tested for flow accuracy at 40 ml/hr per the spectrum preventive maintenance manual (rate = 40ml/hr, vtbi = 20ml): samples were taken at the customer rate of 5 ml/hr verified in the ehl with a vtbi of 5 ml (1-hour samples) and the device¿s flow rate accuracy was found to be within ± 5%. The device was determined to meet all product specifications related to the reported event. The reported under infusion was not verified. Baxter's clinical representatives preformed a medical/safety review and determined it is unlikely that the spectrum infusion pump had caused or contributed to the reported serious event of agitation in an intubated patient under sedation where alternative therapy- and pathology-related factors had a potential determinant role. As a potent opioid, fentanyl is known to produce some degree of confusion, anxiety, and nervousness, particularly when administered intravenously. Patients treated in acute settings are monitored continuously, and adverse events are usually mitigated by counteracting agents which are readily available. It is at the discretion of the treating clinicians to stop medications when ineffectiveness and/or use error is suspected. The cause of the unchanged volume is unknown. Review of the clinical circumstances and sample analysis currently available reasonably suggests that the unchanged volume of fentanyl to be infused would unlikely cause or contribute to death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.